Event description:
It was reported the ipg is uncomfortable due to being superficial in the pocket, and as a result recharging is difficult. The header of the device can be felt by the patient. The patient also reported being very active. To improve communication, the patient was advised to use a spacer between the charging antenna and ipg. Follow-up revealed surgical intervention to reposition the ipg deeper may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.